Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two open pouches were received at the manufacturing site for the investigation. Upon a visual and functional evaluation of the samples, the reported issue could not be confirmed; the returned samples passed all testing. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
UDI# is not applicable as this device is not sold in the us. An investigation is currently underway. Upon completion, the results will be forwarded

Event description:
The customer reported that they experienced false reading with the electrodes.